Manufacturer narrative:
Product event summary: one battery, one controller ac adapter, and one controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log files covering the event date were not available for analysis. As a result, the reported events could not be confirmed. The returned battery passed external visual inspection and functional testing. In the lab, the battery performed as expected, passing all functional checks and maccor test. Additional products: 1425us/ (B)(4) UDI#: asku, evaluated by MFR: yes. Product event summary: the adapter passed visual inspection and functional testing. During the functional checks, the adapter performed as expected without failures of any kind. Customer complaint could not be confirmed. Additional products: 1435/ (B)(4) UDI#: (B)(4) evaluated by MFR: yes. Product event summary: the adapter passed visual inspection and functional testing. During the functional checks, the adapter performed as expected without failures of any kind. The output cable was twisted and pulled in several different directions to detect any possible internal breakage in the cable. No issues were detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware® ventricular assist system - cac adapter, (B)(4) / 1425us / yes, 2017-10-31. No, device evaluation anticipated, but not yet begun (B)(4). Heartware® ventricular assist system - controller dc adapter (B)(4) / 1435 / yes, 2017-10-31. No, device evaluation anticipated, but not yet begun. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not holding a charge; it would only last approximately two hours when it was showing a full charge. Also, the controller ac and dc adaptors would intermittently not provide power to the controller. The patient stated that the connections were physically secure, but they would get a power cable disconnect alarm from the side of the controller they were connected to. The battery and adaptors were replaced. No patient complications have been reported as a result of this event.